Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that kit perisafe 18ga 3-1/2in weiss printed mark comes off before use. The following information was provided by the initial reporter: we are currently having difficulties with the pdk set from bd. When using normal skin disinfection products, the printed mark on the catheter comes off immediately and it is no longer possible to recognize if the catheter was removed completely.

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that kit perisafe 18ga 3-1/2in weiss printed mark comes off before use. The following information was provided by the initial reporter: we are currently having difficulties with the pdk set from bd. When using normal skin disinfection products, the printed mark on the catheter comes off immediately and it is no longer possible to recognize if the catheter was removed completely.